Manufacturer narrative:
No further follow up is planned. Evaluation summary: the reporter stated the patients eyes could not see clearly and were uncomfortable in recent months. There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use of the device. The patients eyes could not see clearly. The user manual states the humapen luxura is not recommended for the blind or visually impaired without the assistance of a sighted individual trained to use it. Failure to follow the instructions may result in the wrong insulin dose being delivered.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) female patient. Medical history included allergy history, combined disease, high blood lipids, hypertension, bad heart and body itching. Concomitant medications included; antidiabetic agents. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) through a cartridge via unknown reusable pen, 20 u at morning and 20 u at night, subcutaneously, for the treatment of diabetes. Start date was not reported. Additionally, the patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog mix25) through a cartridge, 26 u at morning and 21 u at night, subcutaneously for the treatment of diabetes mellitus, beginning in 2014. On an unknown date in 2014, her blood glucose was not decreasing and therefore she was hospitalized. After being hospitalized, she started insulin lispro protamine suspension 75/25. On an unknown date, her blood glucose was not controlled; she said that the effect of insulin lispro protamine suspension 75/25 was not very good. She also could not see clearly and were uncomfortable. Information regarding corrective treatment and outcome of the event was not reported. It was unknown if human insulin isophane suspension 70/30 treatment would be restarted. Insulin lispro protamine suspension 75/25 treatment continued. The user of the reusable pen was unknown and its training status was not reported. The general model device duration of use was three years and suspect device duration of use was not reported. The suspect humapen luxura was not returned to the manufacturer. The reporting consumer did not know if the events were related to human insulin isophane suspension 70/30 or insulin lispro protamine suspension 75/25 treatment or device. Update 17nov2017: additional information received on 17nov2017 from the global product complaint database. Entered device specific safety summary (dsss); updated the medwatch fields with device information and the european and canadian (EU/ca) device information; and upon review, updated the improper use and storage field for the suspect humapen luxura device from no to yes. Corresponding fields and narrative updated accordingly.